Event description:
Procedure type: lap hernia repair. Pt gender: unk. According to the reporter: intra-operative device failure. The distention balloon broke into 2 parts inside pt while distending space. Pieces retrieved laparoscopically. No pt injury was reported. No add'l info at this time.

Manufacturer narrative:
(B)(4). The account sent a copy of a handwritten medwatch with this report number written on the top of the form: (B)(4).